Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this patient was implanted with gore tag thoracic endoprostheses to treat a descending thoracic aneurysm. As the physician was withdrawing the 20 fr gore dryseal sheath, the iliac artery became stuck on the sheath. The patient underwent a fem-fem bypass. The patient tolerated the procedure.